Event description:
One pt with discrepant ft4 results. Initial result 26.9 pmol/l, repeat 3.07 pmol/l. No adverse events reported in association with the incorrect results. If additional info is received, appropriate notification will be provided.